Event description:
The past two years have been hell for me. I have had to call 911 twice. One ambulance ride and a few rides to the ER. I have seen so many specialists because I had heart palpitations, high blood pressure, food sensitivities, light sensitivity, hair loss, brain fog, arthritis, facial flushing, anxiety, severe upper body pain in my arms, dry eyes, skin flushing, loss of breath, and fatigue. My newest symptom I started to get was arthritis in my hands. I just turned 40! For so many years, my chest hurt. I always thought, "oh, it's menstrual," feeling swollen or in pain. I've been on antibiotics and prednisone, and I've taken so much motrin that I probably will never take it again now. I went to every specialist you couldn't think of. I don't have autoimmune disease, I don't have ms, I don't have heart issues, my lungs look great, and every test was negative. I would go to the gym and eat healthy, but this just kept coming. The end of 2023 I noticed an email to my doctor that I had sent on my chart. It was an email I sent to my doctor about how sick I was how my body pain was so severe in my arms and I was flush. My body was fighting something and that is the only thing we knew. When reading my email from 2018 I then realized, it¿s not just a virus, this is the same thing that has been happening for years it's just now getting so bad it's stopping me from living at times. I started to think people thought I was crazy. I would lay on my couch with ice packs on my face and body. I remember crying in the ER at one point because no one had an answer. Same symptoms every 2-4 weeks. Something isn't right. I remember someone talking about breast illness but mine seemed okay, and I knew I picked the safe implant. So, it could be possible, but I watched tiktok videos on breast implant illness, I turned to facebook to search for a bii support group. Is this what I have? I found a group. It had over 12,000 people in it, and I just started reading this page nonstop. Implants have a shelf life, and I knew that in 10¿15 years I needed to get them redone. Honestly, not until I had to find my old doctor did I actually realize it was 20 years ago when I got my saline implants in. No one said they could make you sick. They said I picked the "safe ones " because if they did break, they would dissolve into my body like water. Then I would just get them redone. I accept this is a choice I made and could have some issues, like my body rejecting them, I knew there could be complications in surgery; and so on. But I never knew what I know today. I finally found a doctor through the facebook group, which is really worth stocking, and he has his own facebook group that I joined. He is an advocate for bii. I learned right away that every breast implant has an outer shell called the capsule, and that it is silicone. So, no matter what implant I actually chose, I was putting silicone in my body. Silicone makes you sick. There is no safe implant. I had a mammogram in (B)(6) 2024, and everything looked good. I did ask my doctor for an ultrasound to make sure before I had surgery in michigan. Not knowing what he was going to find when he opened me up was scary. But she refused. Every time I talk to my doctors or any specialists, they don't deny bii they just say I had a patient who was better after removing them. A blank stare as if they all had a dirty secret that no one talks about. In the amount of time he took out my implants, he could have augmented (put in implants) for at least 4 patients. This isn't about money for him; this is about a mission. He does not implant patients; he only does explants. The first facebook group had over 11,000 people, my doctor's group had over 12,000 people, the only difference was our names and how many cc's we had. All the same symptoms as me! No one should have to go through all that without one doctor saying hey, you may have breast implant illness. I would have had this done years ago. It has to change. Waiting for my pathology to come back but I am already feeling better. Week 3 explant. I got them put in (B)(6) 2004 the date wouldn't change on the other page. No medical conditions. Reference report #mw5153554.